Event description:
Customer reported the system monitor is flickering intermittently. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter pcb. System operates as intended.